Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) was contaminated. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, contamination was found on j1, j501, j502, jtag table board, backup battery, lcd ribbon cable, u201, and d604 of the monitor. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.